Event description:
It was reported that prior to the index procedure on an unknown date, the patient was implanted with a 4.0x23 mm promus stent in the saphenous vein graft to the obtuse marginal. No procedural complications were reported. On (B)(6) 2010, angiography performed on the patient revealed instent restenosis of a non-abbott stent which had been placed on (B)(6) 2010 in the target vessel, during the index procedure, which was a saphenous vein graft to the left anterior descending artery. After predilatation was performed, a 2.5x18 mm promus stent was implanted for treatment and following post-dilatation, the stenosis was 0%. Additionally, the left circumflex and 1st obtuse marginal, a non target vessel, was observed to have an occlusion, along with a 90% stenosis in the 2nd obtuse marginal, which was treated, after predilatation, with a 2.5x23 mm promus stent. After post-dilatation there was a 0% stenosis. The event was considered resolved and the patient was discharged the same day. On (B)(6) 2012, 601 days post index procedure, the patient presented with symptoms of shortness of breath, paroxysmal dyspnea, orthopnea, and extensive pedal edema. The patient was diagnosed for decompensated congestive heart failure and was admitted on the same day. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, 618 days post index procedure the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of implant - estimated. Indication for use. The two promus stents referenced are being filed under separate medwatch reports. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of death and dyspnea are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It was reported that the promus was implanted in a restenosed previously stented lesion. It should be noted that the IFU states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.